Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep was no longer with patient. Patient had a successful charge and felt stimulation about 6-7 months ago. She was able to perform a healthcare professional (hcp) recharge mode, the coupling bars varied from 8, 4 and 6 coupling bars without patient moving. Patient did use the adhesive disc but not a recharging belt. She did not feel the ins was tilted as the ins was parallel to the skin. The insr looked fine, no frayed wire. They were not able to get ins to charge to 25% to clear the por message. The rep did not have a spare recharger to try. The hcp and patient was not happy. The hcp wanted to try a different recharger before revising the ins pocket. Poor communication was reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) and patient via manufacturer representative (rep). It was reported that a replacement surgery had been scheduled due to the following: 1. Patient had gained considerable amount of weight which now put the ins deeper in the pocket and obtaining excellent coupling difficult. 2. Patient also had developed significant shoulder trouble making it difficult for her to reach the ins location for recharging. The healthcare professional would replace the ins with a non-rechargeable ins on (B)(6) 2020. To clarify on the por, they made 3 attempts at prm and were successful at returning to a normal recharge screen. However, due to difficulty keeping an excellent/8 bar paring, patient was not able to charge the battery enough for them to communicate using the clinician programmer to clear the por. Due to lack of patience and increased frustration, patient gave up on the charging process in order for them to clear the por. Por remained uncleared at this time and patient would await her replacement date. They were made aware of the overdischarged ins at patient apportionment by the patient and tried to attempt the trickle charge although trickle charge resulted in a normal recharge screen, efforts were abandoned to clear por due to reasons stated above. No further complications were reported.